Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting false reactive architect hiv ag/ab combo results on an architect i1000sr processing module, serial number (B)(4). Through an extensive investigation, the fsr found the wash cup leaking causing the process path to be dirty. The fsr cleaned the entire process path and optics and replaced the pipettor probe, which was over a year old. After maintenance was preformed, the analyzer was working properly, with no other issues were reported. A review of the (B)(4) service history was performed and found no contributing factors to the current complaint. There have been no further occurrences of discrepant hiv results generated using (B)(4), as the likely cause, after the current complaint was received. Trending review determined no related trend for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the architect i1000sr processing module, serial number (B)(4), was identified.

Event description:
The customer observed false reactive architect hiv ag/ab combo results for one patient. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sample ID (B)(6) initial result was 3.3 s/co, repeats were 2.41, 0.60, 0.41, and 0.34 s/co. The patient¿s previous history in 2017 was 0.13 s/co. There was no impact to patient management reported.